Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
It was reported that following the implantation of a miniarc sling, the patient experienced a moderate urinary tract infection. Medication was administered on (B)(6) 2014. The event was considered resolved/recovered with no sequelae as of (B)(6) 2014. There were no further patient complications reported as a result of this event.